Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 23, 2009, the lay-user/pt contacted lifescan alleging that the one touch ultramini meter is giving an apply sample message. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self-adjusting insulin. The apply sample issue began about three months prior at 5pm. It is not known if the pt was able to obtain her blood glucose reading after the product issue began. The pt indicated that he reduced the amount of novolog insulin to 3 or 5 units. In addition, the pt would take 10 units of levimir insulin in the morning. At about one month later at 4pm, the pt reportedly developed symptoms described as "dizziness and vomiting." In the next day at 11:30am, the pt went to her doctor's clinic where she was treated with insulin after she obtained a blood glucose reading of "600 mg/dl" on the doctor's meter. The pt went to the hospital for further treatment with IV (unspecified type and dose). It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the sample application technique was correct and the sample was drawn into the test area of the test strip. The issue was not resolved with a new vial of test strips. This complaint is being reported because the pt claimed she had symptoms and received treatment that can be associated with hyperglycemia after the product issue began. Replacement products were sent to the pt.